Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the customer is experiencing issues with the thoracentesis bag leaking. They allege the clamp on the drainage bag h as been changed from a clamp to a blue slider. The slider easily moves and releases fluid. There have been no patient deaths or complications reported.